Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had 3 years remaining few months ago but currently, it showed device at explant. The physician wanted to know if the device was on any advisories. Root cause of the premature depletion will not be known until the device is explanted and returned for analysis. Engineering analysis indicates that device was on end of life (eol) battery status. Detailed analysis showed that the voltage was dropping at about 2 millivolts per day. This device is capable to deliver critical therapy if replaced within seven days. A boston scientific technical services (ts) representative recommended emergent device change out. At this time, this device still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information received indicates that device was already explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This product is expected to be explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.